Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an increase in pacing thresholds and an increase in sensing integrity counter (sic). It was noted that the lead had a pacing failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. The exposed superior vena cava defibrillation coil was covered in body tissue/fibrotic growth. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.